Event description:
It was reported that a programming error occurred when the nurse selected the incorrect drug selection for hydromorphone. An event log review was requested to determine the key press entries, as there was no allegation of device malfunction. The medication order was hydromorphone pca subcutaneous 1gm/ml; 30cc in a 60cc size syringe; pca dose: 0.4mg, loading dose 0.4mg, lockout interval 20 minutes, basal rate 1mg/hour. The compounded drug was 30 ml in a 60 ml syringe. The user chose ¿hydromorphone pca IV¿ instead of ¿sc hydromorphone conc¿ during programming when inserting the new cartridge. The patient received the entire syringe of hydromorphone in a short period of time due to the incorrect pump settings that were entered, which would result in a 5x delivery error.. No patient harm occurred.

Manufacturer narrative:
The customer¿s report of an over infusion occurring from a possible programming error was confirmed. Physical inspection of the device noted no damage or any anomalies. Review of the log shows the programming recorded for the date and time period of interest found that an incorrect drug choice was made based on the reported intended drug choice being sc hydromorphone conc. The drug selected was hydromorphone pca IV, 0.2mg/1ml (drugid=11). This drug selection was found to have been selected twice during use of the pca device on the same patient. An infusion was performed between the times of 8:50am and 5:42pm on the date 03/feb/2019. Another infusion was performed between the times of 6:09pm and 10:22pm on the date of 03/feb/2019. Both of these infusions delivered the contents of the syringe. Both of the above noted infusions were performed with the selection of a monoject 60ml syringe. It was noted within the pcu event log that on the date of 02/feb/2019 the pca was in use on the same patient. There was programming performed at 12:03pm where the same drug hydromorphone pca IV, 0.2mg/1ml (drugid=11) was selected but was cancelled and reselected to be drugid=27. Replication of the key press programming identified drugid=27 to be sc hydromorphone conc, 1mg/1ml (drugid=27). This infusion was performed with the selection of a monoject 60ml syringe. The device passed the asm testing for the barrel sizer accuracy and plunger position accuracy. The root cause for the reported over infusion incident involving the returned pca module is being attributed to programming based on the reported intended infusion order and actual programming performed, in which the wrong drug choice was selected that had a lower concentration than intended.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Concomitant medical products: pca syringe; braun 60 ml syringe, therapy date: (B)(6) 2019.

Event description:
The customer reported a programming error occurred where the nurse selected the incorrect drug selection for hydromorphone, and an event log review was requested to determine the keypress entries. There was no allegation of device malfunction. The medication order was hydromorphone pca subcutaneous 1gm/ml; 30cc in a 60cc size syringe; pca dose: 0.4mg, loading dose 0.4mg, lockout interval 20 minutes, basal rate 1mg/hour. The compounded drug was 30 ml in a 60 ml syringe. The user chose ¿hydromorphone pca IV¿ instead of ¿sc hydromorphone conc¿ during programming when inserting a new cartridge. The patient received the entire syringe of hydromorphone in a short amount of time due to the incorrect pump settings being entered. No patient harm occurred.